Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis. The blood glucose reading was 250 mg/dl during the phone call. The customer stated he was vomiting prior to the event and stated he did not give a manual injection to treat the high blood glucose. The customer also stated he did not have his glucometer and was not checking his blood glucose reading prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.